Event description:
Pt had laparoscopic incisional hernia repair with mesh for incarcerated umbilical hernia and ventral hernia. Upon inserting a gore suture passer through the abdominal wall, the tip came off the instrument. Tip is not easily removeable and it was left in the subcutaneous tissue. X-ray was taken in recovery room and surgeon said the tip appears the same as opaque clips on the film. Pt was informed of the fragment, which is about 1/4 inch long. Pt is doing well post-op, has stopped pain meds, ready for discharge home.